Event description:
It was reported that the ilet pump screen malfunctioned, with an image provided, and the device required replacement; the user had not dropped the pump and was instructed on shutting down the device and continuing glucose monitoring with the dexcom app or receiver. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, medical intervention, or care setting. Investigation included review of the reported issue, collection of user-provided evidence, and arrangement for device replacement with instructions to sync data and return the original device. Investigation of this case revealed a suspected screen failure of the pump¿s display component, consistent with a hardware screen defect. It was concluded, based on previously established findings for similar reports, that the cause was an alleged device component failure.